Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5 prong manifold set w/system ii luer connectors leaked. This was described as ¿during dialysis it was noted that fluid was leaking from the clear part of the set where the 5 prongs join¿. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient was given cefuroxime (125mg/l), intraperitoneally for 48 hours as a prophylactic treatment. No additional information is available.